Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the operation, the instrument broke. There was no impact on the procedure and the operation was finished successfully. The broken part was thrown away. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The as received condition is the measurable dimensions of the broken drill bits were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The investigation of the complained drill bit has shown that the flutes are badly twisted and a piece was broken off. We do suppose that the drill bit got stuck during use and the flutes got bent backwards during the reverse cycle of the drill. Unfortunately we did not receive the other bit therefore we are not able to determine the exact cause which has led to this breakage. The cross section surfaces of ihe returned part shows no irregularities. No product fault could be detected therefore this complaint is deemed invalid. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: manufacturing documents were reviewed and no complaint related issues were found.